Event description:
Physician was placing the maker post-biopsy and felt resistance during pellet deployment and applicator removal. Upon removal it was noted that the tip had sheared off and was presumed to be left behind in patient's breast. There were no plans to retrieve the tip. There were no patient adverse effects as a result of this incident.